Manufacturer narrative:
The device was received with broken seals on bottom case and plunger assembly and cracked on right plunger case otherwise no appearance of any physical damaged. The device history showed force sensor bridge. The device was tested using power up process, check and test force sensor which was unable to duplicate the force sensor bridge test at power up all the reading of force sensor within the required specs. Testing was unable to determine the intermittent of the error, no physical or any other damaged was found on force sensor. The root cause was unable to determined. The tech replaced force sensor for preventive. Performed pm maintenance and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had an issue with a force sensor bridge test. No patient injury reported.